Event description:
It was reported that (1) device was used during a rectum sigmoidectomy. It was reported by the affiliate that the cdh29 instrument did not fire completely because it did not have enough staples. The case was completed by using a manual wound at the intestinal area. The case was extended 10 mins and no further consequences to the pt.